Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) recorded markers that didn't make sense during a ventricular tachycardia episode. Review of the episode by technical services revealed that the device undersensed an r-wave and paced. This accelerated the rhythm to ventricular fibrillation, which the device shocked and converted.